Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited dislodgement, under-sensing and high thresholds. It was further reported that during a re-positioning attempt, the rv lead helix could not be retracted. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.